Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this system, implanted approximately three weeks prior, presented with pus drainage and soreness. The physician administered pharmacological treatment. There were no additional adverse effects reported and to date, no system changes have been reported.